Manufacturer narrative:
(B)(4) g2- australia h3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to infection. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: a1, a2, a3, b4, b5, d2, d4, g1, g3, g6, h1, h2, and h11. D4: attempts have been made to gather all product identification information, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.